Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced the high blood glucose level. The customer's blood glucose level was 484 mg/dl. The customer also reported that the insulin pump had no delivery alarm. The customer was assisted with the troubleshooting and the no delivery alarm was cleared. The insulin pump will not be returned for the analysis.